Event description:
The customer reported experiencing intermittent 12-lead ECG failure. No report of pt involvement/pt impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.